Event description:
Customer reports obtaining results of 400mg/dl, 270mg/dl, and 185mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.